Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient´s bone structure was too small for the proximal tibia system. Screws from another system were placed to complete the procedure. Only two plates were implanted.

Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the: implant placed on the site not indicated: surgery of the proximal tibia system, where they requested remission of the proximal tibia system 3.5 av, a surgical procedure begins, where the specialist indicates that he wishes to put a distal radius plate and 1/3 cane plate since the requested system plate was very large, in addition, the distal radius plate is for a 2.4 / 2.7 system and dr. Decides to put a 3.5 screw on the branch since the indicated ones were very short. Surgery was delayed due to the reported events 20 minutes and there were no fragments generated. Device is still implanted in the patient. Concomitant device reported: unknown distal radius plate (part # unknown, lot # unknown, quantity unknown), unknown 1/3 cane plate (part # unknown, lot # unknown, quantity unknown), unknown locking screws (part # unknown, lot # unknown, quantity unknown). This complaint involves an unknown number of devices. This report is for one (1) unk - screws: locking. This report is 2 of 2 for (B)(4).